Manufacturer narrative:
The customer report that the set broke at the y-site was confirmed. Examination under magnification of the bifuse adapter exit observed that the opening was pressed together forming an oval, as compared to a similar bifuse adapter exit opening of being round. Cracking was also observed along the side of the exit. Functional testing was deemed unnecessary due to a separation at the engagement between the set's bifuse adapter exit and tubing components. The root cause was due to force being applied onto the set during use.

Event description:
The customer reported that the bifuse broke at the y-site while connected to a patient. There was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the bifuse separated/broke at fuse on the single line while connected to a patient. There was no patient harm.

Event description:
The customer reported that the bifuse broke at the y-site while connected to a patient. There was no patient harm.